Event description:
The micro reciprocating saw was sent in for eval because it was leaking oil prior to a procedure. There was no pt involvement; no adverse event was associated with the device. A replacement device was used for the procedure.

Manufacturer narrative:
Failure analysis is on going; add'l info will be submitted once the quality investigation is complete.